Event description:
It was reported that during a sleeve gastrectomy procedure, on the third firing with an unknown color cartridge, the inside staple line furthest from the knife blade on the patient side did not form properly. The surgeon stated that it was difficult to determine if the other staple line was good. The staple line on the specimen side was normal. A second device was used laterally to transect the staple line that did not form properly. Unknown what color cartridge was used. The patient had a stricture due to the narrowing of the sleeve, due to the surgeon having to do an additional firing to secure the staple line that did not form properly. The patient is still in the hospital, but stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information has been requested, no response received to date.

Manufacturer narrative:
(B)(4). One long60a device was returned in good visual conditions and with an (B)(4) cartridge present. The reload was received fully fired and with the two left staple lines partially fired 1/2. Upon further inspection, it was noted that the cartridge deck and one piece sled were damage. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.